Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device locked-up several times when the print button was pressed. This occurred two times during monitoring of the patient in ventricular tachycardia. This failure occurred a third time as the patient became unresponsive and went into cardiac arrest. A lifepak 1000 AED was immediately available and used for the remainder of patient care. There was no adverse event reported as the result of the device use.